Event description:
My child uses a nebulizer that we have to connect to his circuit inline with his astral 150 ventilator and every time we connect the nebulizer the pip on the machine triggers the high pressure alarm and exceeds 40cm pressure on the pip. My child is only supposed to be on 20cm. The high pressure could potentially cause his lungs to pop. His settings are supposed to be the following: p control: 10, peep: 10, ps: 8, ti: 0.70, respiratory rate: 12, rise time: 200. To clarify my child's pressures are supposed to be 20/10 and the pip on the machine is exceeding 40cm of pressure when using his nebulizer. The problem can cause his lungs to pop. FDA safety report ID# (B)(4).